Manufacturer narrative:
(B)(4). Date sent: 10/15/2024. D4: batch #884c51. Corrected data: d4:UDI#. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload reload loaded in the device. The cartridge reload had the proximal 6 drivers up with the swing tab in locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. However, 1 staples was noted to be missing scattered along the staple line. It is possible that improper handling of the reload caused the staple to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 884c51, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Did the device staple? Misfired. 2. If the device stapled, was the staple line complete? No. 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Unsure. 4. Did the device cut? Unsure. 5. If the device cut, was the cut line complete? Unsure. 6. Were the cut line and staple lines equal? Unsure. 7. Was the device fired across a staple line? Unsure. 8. Did the reload lock out and would not work? Unsure. 9. Did the reload begin to staple and cut, but then jammed? Unsure. 10. Did the device staple, but there was no cut line? Unsure. 11. How was the procedure completed? Grabbed a new device.

Manufacturer narrative:
(B)(4). Date sent 10/3/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Did the device staple? Misfired. 2. If the device stapled, was the staple line complete? No. 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Unsure. 4. Did the device cut? Unsure. 5. If the device cut, was the cut line complete? Unsure. 6. Were the cut line and staple lines equal? Unsure. 7. Was the device fired across a staple line? Unsure. 8. Did the reload lock out and would not work? Unsure. 9. Did the reload begin to staple and cut, but then jammed? Unsure. 10. Did the device staple, but there was no cut line? Unsure. 11. How was the procedure completed? Grabbed a new device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device misfired. Grabbed another device to complete case. No patient harm reported. No other information given to sales rep at the time.